Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead had presented to the emergency room complaining of sudden chest pain and shock. Review of the device did not reveal any tachy episodes or therapies delivered. However the most recent episode showed atrial pacing with loss of capture. It was determined that there was a lead perforation, and a catscan revealed there was effusion. Paracentesis and lead positioning were performed. No additional adverse patient effects were reported.